Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was removed via snare. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, an 11mm amplatzer septal occluder was selected for implant. The native defect measured 8mm via balloon sizing with echo and fluoroscopy. During implant, the occluder did not remain in place during the push/pull maneuver and stability check. The occluder was mis-sized and never released from the delivery cable while inside the patient. It was removed from the patient and exchanged for a new 14mm amplatzer septal occluder. The 14mm occluder stayed in place during the push/pull maneuver and was implanted. Immediately following release, it was visualized on echo and fluoroscopy that device embolization occurred. The occluder traveled to the left ventricle, then to the ascending aorta. The embolized occluder did not cause any obstruction to blood flow. The user alleged that the device type was the reason the occluder did not remain in the defect. The occluder was successfully snared and removed from the patient. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.